Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with episodes of auto mode switch due to competitive atrial pacing via merlin. Net. This caused loss of capture in atrium and ventricle. Programming changes were recommended. No further information is available.